Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 2 months after the dental implant and abutment were placed in (B)(6) site 7 in the mouth, the implant had not achieved osseointegration in type iii bone. Clinician reports patient's peri-implantitis, pain, mobility and poor bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that almost 2 months after the dental implant and abutment were placed in ada site 7 in the mouth, the implant had not achieved osseointegration in type iii bone. Clinician reports patient's peri-implantitis, pain, mobility and poor bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).